Event description:
It was reported that prior to the start of a surgical procedure, a hole was discovered in the pneumatic hose portion of the drill. Backup equipment was readily available, so there was no delay in the scheduled procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was damaged, so the hose assembly was replaced. It is unk, how the hose damage occurred, however, mishandling is the likely cause. The device was repaired and returned to the customer.